Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep stated that the x-ray results showed that the leads have not migrated. The patient reported that the change in therapy followed immediately after the accident. The cause of the oor impedances is pending next steps with the physician and patient agreement to possible surgery. The rep advised the patient that the stimulation remain off (B)(4) 2018 and the rep reviewed x-rays with the doctor to troubleshoot possible options. The doctor will follow up with the patient. The physician is in the process of setting up a consult to go over options. The patient¿s weight was asked but unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car accident in (B)(6) 2017 and since, their stimulation and relief has changed. An impedance check was performed and it was determined that all of the contacts had out of range impedances. X-rays were taken and the patient had a follow-up planned with their healthcare provider (hcp). No further complications are anticipated.